Event description:
PICC line was placed using sterile procedure & following hospital policy. Access obtained to right upper extremity brachial vein using ultrasound. Lidocaine was used and a 5fr introducer was placed. PICC line at 38.5 cm. Guide wire was placed into red port of PICC. PICC was threaded into the introducer. PICC was already flushed with normal saline. Attempted to check blood return on blue port, but only air was aspirated. The cap was removed, reattached on blue port, and attempted to check blue return. Air was aspirated. Cap removed, syringe placed directly on PICC, and air was again aspirated. PICC was removed, and a new PICC was placed through same access site without incident.